Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to further investigate the reported event. The fse replaced the insufflator to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The insufflator was analyzed and the reported failure of ¿insufflator disabled messaged¿ was confirmed and replicated. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a known good in-house system and powered on with an error message that the insufflator was disabled. The complaint was confirmed based on failure analysis. The probable root cause of the reported event was the insufflator.

Event description:
It was reported that during a training/demo of the da vinci system, there was an insufflator message stating that it was disabled. Prior to calling in, the system was power cycled with no resolution. There was no patient involvement.